Event description:
Event description cpi received information that this bipolar endocardial lead (4261) dislodged during open heart surgery. It was electivly removed, and replaced with another (4261).